Event description:
It was reported at the 6-week follow-up visit, a radiograph revealed the cage had migrated around 3mm. The patient asymptomatic. The surgeon will continue to monitor the patient.

Manufacturer narrative:
No device evaluation possible as implant remains in-situ. A radiograph was provided to confirm the event. Neither the part nor lot numbers were provided. Based on the information provided, a root cause cannot be determined. If additional information is received, a supplemental report will be submitted.